Manufacturer narrative:
The malfunction was observed during review of the device log; the log showed that a battery installation test passed, but the device prompted to change batteries after passing the battery installation test, indicating that the user did not press the battery reset button. The battery reset button was pressed to reset the coulomb counter and remedy the reported problem. This type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.